Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. There was replace battery now alarm or off no power alarm with prior low battery alert. The battery was running low, changed battery, when battery was removed it did not beep or give an alert to insert battery. The insulin pump did not recognize the battery too and still showed depleted. Insulin pump did not respond when back button was held down to turn the it off. The customer had tried to self test, no insulin pump errors during self test, self test was completed. Customer inserted new ,fresh battery but insulin pump was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.